Manufacturer narrative:
(B)(4). List of associated devices: avantage reload cup ti ha s50, reference p0460p50, batch 0000861734. Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during a post market clinical follow-up study on the avantage reload cup, the patient fall and has a periprostetic femoral fracture. Revision with explantation of the femoral stem (exception stem) was performed. Acetabular component was left intact (avantage reload).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product was not returned, however, x-rays have been received and confirmed the reported event. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. This device is used for treatment. The stem and the cup are compatible. However, no information has been received regarding the femoral head and the liner. Therefore, the compatibility of the whole device can¿t be confirmed. Complaint history identified no additional complaints for the reported part/lot combination. X-rays just after the initial surgery have been received. The stem seems to be implanted in a good position. Another x-ray just after the bone fracture has been provided, which allow to confirm the reported event. The stem is intact, only the femur is broken. The root cause is attributed to patient fall. No further actions have been initiated as a result of the reported event investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a post market clinical follow-up study on the avantage reload cup, the patient fall and has a periprostetic femoral fracture. Revision with explantation of the femoral stem (exception stem) was performed. Acetabular component was left intact (avantage reload).